Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a peripherally inserted central catheter (PICC) line was placed on (B)(6) 2016 for an unspecified indication. The line leaked at the hub three months following initial implant. The device was completely explanted and replaced. No further event or patient information was provided.